Event description:
Information received regarding a potential legal file indicated that a pt experienced restenosis, myocardial infarction and thrombosis after having coronary artery stents implanted. In 2006, approx 16 months after a taxus stent was implanted in his obtuse marginal branch and a maverick balloon was used to dilate his left circumflex, he was admitted with chest pain and EKG changes suggestive of inferior-posterior injury. His review of symptoms was "significant for stopping his medications many weeks ago. He has not taken plavix in some time". He was admitted directly to the cath lab and was found to have 60-70% stenosis in the posterior av branch of the rca. The proximal lad had some plaque and there was 30% stenosis at the level of the 1st septal perforator. There was 80% stenosis in the mid and distal lad. The circumflex demonstrated total proximal occlusion with intraluminal thrombus in the proximal circumflex extending into the stented segment of the large 1st omb; there was 99% stenosis at this branching point in the mid circumflex. Treatment included clot extraction and repeat stent placement in the bifurcation of the circumflex (2.75/18mm cypher) and omb (2.75/33m cypher and 2.75/18mm cypher), which resulted in widely patent vessels in the circumflex system. "We used a stenting technique that allowed for appropriate stenting of the bifurcation of those vessels." (This was later described as "pci with proximal bifurcation om stent placed next to the circumflex stent in kissing fashion".) It was concluded that he may need lad intervention in the future. Echocardiography done 2 days later demonstrated ef of 40%. He was discharged on asa 325mg daily, plavix 75mg daily, nexium 40mg daily, lisinopril 10mg daily, zocor 80mg daily, metoprolol 25mg twice daily. "He did admit to discontinuing his medications several months ago so he was strongly encouraged to continue his medicines as well as discontinue smoking."

Manufacturer narrative:
He was readmitted in 2007 with chest burning (no relief from ntg) and inferolateral st elevation with posterior extension by EKG. He was taken to the cath lab emergently and was found to have in-stent thrombosis in both stents placed in his circumflex and proximal om branch. The mid circumflex was 100% occluded and had 20mm lesion length. The type c lesion was descried as restenosed, eccentric, irregular, thrombus in lesion, moderate tortuosity, bifurcation (double wire), no calcification, moderate angulation between 45 and 90 degrees). There was no residual stenosis and timi iii flow was achieved. Post intervention lesion description was "nearly normal". The 2nd omb was 100% occluded and had 20mm lesion length. The type c lesion was described as restenosed, eccentric, irregular, thrombus in lesion, moderate tortuosity, bifurcation (double wire), no calcification, moderate angulation (between 45 and 90 degrees). There was no residual stenosis and timi iii flow was achieved. Post intervention lesion description was "nearly normal". The lesions were treated with balloon angioplasty (powersail and voyager balloons) and clot extraction (export catheter) and an excellent result was achieved. Two days later, his ejection fraction was calculated at 27% by cardiac MRI. The following month, the pt underwent the implantation of an implantable cardioverter/defibrillator for inducible ventricular tachycardia. The sterile lot number for the devices is unk therefore a device history report review could not be conducted. Restenosis, myocardial infarction and thrombosis are known potential adverse events associated with implanting coronary artery disease and the progression of coronary artery disease. Review of the information provided suggests that pt factors (smoking and non-compliant with antiplatelet therapy) may have contributed to the reported event. This is on of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2009-00150, 3003742446-2009-00151.